Event description:
An altitude alarm 21 was reported by the customer on their pump. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided tips to prevent altitude alarms, the customer acknowledged the advice and was able to resume using the original cartridge without needing a replacement.